Manufacturer narrative:
(B)(4)

Event description:
It was reported that an error message displayed during thrombectomy. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the heart. The device was primed and thrombectomy procedure was started. After 5 seconds, an error message displayed saying the catheter had not been placed correctly. The system was checked and positioning seemed proper. A water leak was observed in the drawer underneath the pump. The console could not be reset. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device and in the attached waste bag. The boot was half full of fluid when received. The spike line was received knotted. There were numerous kinks throughout the shaft of the device. Functional testing was performed by unknotting the spike line and placing the device in the angiojet console. The testing was started; however, the ¿check catheter for kinks¿ error was displayed on the screen. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the ¿check catheter for kinks¿ error displayed on the console again. The shaft was inspected again and no severe damage or irregularities were identified to cause an over pressure error. The tip was dismantled to review the jet holes. The jet holes were microscopically examined and it was found that there was a jet hole that was plugged. The angiojet device was sent for materials testing analysis and characterization for further testing on the plugged jet. It was found that the sample spectrum collected of the foreign material observed in the jet hole and outer diameter of the jet hole appear similar to a reference spectrum of protein as they exhibit peak maxima at approximately the same wavenumbers. Ft-ir analysis was on the outer surface of the device. The protein observed on the surface may have been deposited after the jet hole was clogged and not the cause of the obstruction. The device was submitted to mtac¿s metallurgy group for potting and grinding to expose the inner surface of the device. Images were collected and sem eds (scanning electron microscopy/energy dispersive x-ray spectroscopy) analysis was perform on the obstructed area. Results showed one jet may be obstructed by metal that was not fully removed during manufacturing and the other contained foreign matter identified as primary naci. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that an error message displayed during thrombectomy. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the heart. The device was primed and thrombectomy procedure was started. After 5 seconds, an error message displayed saying the catheter had not been placed correctly. The system was checked and positioning seemed proper. A water leak was observed in the drawer underneath the pump. The console could not be reset. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.